Event description:
It was reported that the pt developed cardiac tamponade during the ablation procedure. Medical intervention performed was drainage of the cardiac tamponade. Status of the pt was reported to be stable.

Manufacturer narrative:
The section on precautions in the instruction for use states "careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."